Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s generator replacement procedure the physician discovered insulation damage near the hvb (high voltage rv coil) connector pin of the right ventricular (rv) lead and repaired it with silicone. The rv lead remains in use. No patient complications have been reported as a result of this event.